Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed pump stops and low pump speed events while the patient was supported by the mobile power unit. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. The submitted log file was reviewed and contained data from (B)(6) 2021. A single transient, silenced driveline fault alarm was captured on (B)(6) 2021 that resolved on its own and did not reoccur. Pump stops and low speed events were captured on (B)(6) 2021 while the device was connected to the mobile power unit (mpu) that resolved when the device was connected to 14-volt batteries. The low speed events and pump stops were associated with low speed advisory, low speed hazard, low flow hazard, time base faults, and motor stop alarms. The pump otherwise maintained a stable speed above the low speed limit without issue. There were no other notable alarms active in the log file. It was reported that there was a high suspicion of short-to-shield driveline damage. The alarms resolved when the device was connected to 14-volt batteries or an ungrounded patient cable. It was reported that the plan was to take x-rays of the driveline. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 20mar2018 via order number (B)(4). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) document, rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, document, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Review of log file found that intermittent power cable disconnect alarms were captured while the black power cable appeared to be connected to 14-volt batteries. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low flow and low voltage hazard alarms on the mobile power unit which resolved on batteries. Pump stops were noted upon interrogation which led to high suspicion for short to shield. No alarms were reported while on ungrounded cable in clinic. Log file analysis captured 7 pump stops and 8 low speed advisories on (B)(6) 2021. This type of behavior showed potential issues with the percutaneous lead. These only occurred while the pump was connected to the power module/mobile power unit. A single driveline fault event was also noted on (B)(6) 2021. There was not enough information available to determine if the alarm was authentic.